Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported the insulin pump had alarmed a pump error alarm, hardware low level failures. The customer's blood glucose was 30 mmol/l, treated with manual injections. The alarm didn't occur during the rewind/load reservoir/fill tubing. Customer was able to successfully perform a bolus and it recorded properly. Customer was advised to discontinue use of the device, revert to back up plan, and return the device for analysis.